Manufacturer narrative:
H6 additional clinical codes: 2140, 1815, 2146, 4521, and 4524. This event was initially reported on voluntary medwatch mw5185747. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Voluntary medwatch mw5185747 reported that a mobi-c device "failed" resulting in: spinal cord compression with intramedullary t2 and stir signal change on MRI at c4-c6 consistent with cervical myelopathy; adjacent segment disease at c4-c5 and c6-c7; loss of cervical lordosis with kyphotic deformity; progressive neurological symptoms including dysphagia with aspiration of saliva, visual disturbances, neuropathic burning and dysesthesias, severe occipital pain rated 7-8/10, neck muscle spasm, and allodynia. The patient has been unable to work. A radiology report incorrectly stated the cervical cord was normal despite visible intramedullary signal change on MRI. The device contains cobalt chromium molybdenum and the patient has not been tested for metal ion toxicity despite 3 years 4 months of implantation. This device "failure" has caused serious, potentially permanent neurological injury. A revision surgery has been scheduled.